Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. A review of discharge summary received on (B)(6) 2017 revealed the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had an existing hiatal hernia (unknown signs and symptoms) which was discovered while admitted to the hospital from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017 during hospitalization, the patient underwent an esophagogastroduodenoscopy (egd) (secondary to sudden onset hematemesis on (B)(6) 2017 and was treated with intravenous (IV) protonix), which indicated the presence of a 4 centimeter (cm) hiatal hernia. To date, there was no known surgical intervention for this documented hernia. During hospitalization, a decision was made to transition the patient to hemodialysis (hd) therapy. A vascath was placed (left internal jugular) in the patient and had their first hd treatment on (B)(6) 2017. Furthermore, it was reported the patient was discharged home in stable medical condition with a follow up plan for outpatient hemodialysis.

Manufacturer narrative:
Conclusion: a temporal association exists between ccpd therapy with fresenius products/liberty cycler and the discovery of a hiatal hernia when the patient was hospitalized during a peritonitis event (previously reported). Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and hernia is a commonly known complication of pd therapy. However, there are no reports of any allegations against any fresenius products the patient used during ccpd therapy and the development of a hernia. Therefore, actual causality cannot be determined. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. A review of discharge summary received on 06/22/2017 revealed the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had an existing hiatal hernia (unknown signs and symptoms) which was discovered while admitted to the hospital from (B)(6) 2017. On (B)(6) 2017 during hospitalization, the patient underwent an esophagogastroduodenoscopy (egd) (secondary to sudden onset hematemesis on (B)(6) 2017 and was treated with intravenous (IV) protonix), which indicated the presence of a 4 centimeter (cm) hiatal hernia. To date, there was no known surgical intervention for this documented hernia. During hospitalization, a decision was made to transition the patient to hemodialysis (hd) therapy. A vascath was placed (left internal jugular) in the patient and had their first hd treatment on (B)(6) 2017. Furthermore, it was reported the patient was discharged home in stable medical condition with a follow up plan for outpatient hemodialysis.